Event description:
It was reported that during a battery replacement on 2013 (B)(6), the extension was severed "or was noted to be already severed." It was stated that the extension and the lead would be revised due to "flat connector." Four days later it was reported that the lead and extension had been replaced. The patient was receiving effective therapy.

Manufacturer narrative:
Product ID 7496 lot# serial# (B)(4), implanted: 1998 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3586 lot# serial# (B)(4), implanted: 1998 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 37754 lot# serial# (B)(4); product type recharger. (B)(4).